Event description:
The technician alleged that the brakes set but are not holding. No patient impact.

Manufacturer narrative:
The technician found the hex rod broken. The technician replaced the hex rod resolve the issue.